Event description:
It was reported that the user experienced multiple low glucose events while using the ilet with a dexcom g7 sensor and believed they were receiving too much insulin, with the lowest reading indicated as ¿low¿ on the ilet. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate treatment, including cereal, juice, candy, honey, and peanut butter, after which glucose was 104 mg/dl. Troubleshooting and education were provided by the clinical management team. Investigation included case intake and clinical review. Investigation of this case revealed no device malfunction identified at this time and an unclear cause of hypoglycemia, with potential insulin dosing mismatch not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.